Manufacturer narrative:
Lot 14g008 was manufactured (B)(6) 2014the actual device was not available; however, a photograph of the sample was provided for evaluation. From visual inspection, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor was leaking. This was noted before use. There was no patient involvement. No additional information is available.